Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection observed dried blood within the valve; however no damages or any issues were observed anywhere else. Functional and pressure testing was performed; no leaking or any issues with the valve were observed. The root cause of the reported leak was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
.

Event description:
The customer reported that the nurse was drawing labs and when flushing the line with normal saline, noticed that the blood was not clearing from the valve. Blood had filled up inside of the valve and squirted out when the flush syringe was removed. The valve was replaced and no further issues were noted. Although requested, no further patient/event information was provided.